Event description:
It was reported to boston scientific corporation on (B)(4) 2012 that a cre balloon dilatation catheter was being unpacked from the shipping box on (B)(4) 2012. There was no patient or procedure involved. According to the complaint, while the device was being unpacked, it was noted that there was a puncture hole on the silver side of the packaging, only going through one side of the package.

Manufacturer narrative:
(B)(4).:although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the front of the pouch had a v shaped cut approximately 1.3 cm across the package, 2.5 cm away from the package label. All pouch seals were intact and there was no damaged observed to the unit inside. The complaint description was confirmed. Based on the investigation results and available information, the most probable root cause of handling damage will be assigned to this complaint as it is most likely that the complaint was caused by handling of the device during unpacking. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was being unpacked from the shipping box on (B)(6), 2012. There was no patient or procedure involved.according to the complaint, while the device was being unpacked, it was noted that there was a puncture hole on the silver side of the packaging, only going through one side of the package.